Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had experienced hyperglycemia. The blood glucose level was 400 mg/dl. The auto mode feature was active at the time of high blood glucose event. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event the customer was treated with manual injection. The cannula was bent. The insulin pump will not be returned for analysis.